Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were experiencing absolutely no relief in symptoms. They were very dissatisfied as it was not working. Additional information was received from the patient. The patientstated the device was ¿never effective.¿ they stated they saw a representative ¿about a year ago. They changed the settings, but it never helped.¿ the patient also stated that on ¿lower settings¿ they feel ¿a rumbling sensation in the left buttock area.¿ on ¿higher settings¿ they felt ¿a vice-like sensation in the left leg¿ and described it as ¿very painful.¿ the patient was connected with a new provider and was provided with the number for an mdt patient support representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.